Event description:
On (B)(6) 2013, patient reported the infusion device displayed an e1 cartridge empty error, and he was unable to clear the error message by pressing the check button. He inserted 2 new alkaline batteries and each time, the infusion device completed the self-check and immediately displayed the e1 error. The buttons on the infusion device were unresponsive, and the key-lock feature was not activated. He switched to his backup infusion device. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. Error e1 was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage. The check button passed the optical and functional investigation successfully and meets the specification. The mentioned e1 error is not a malfunction of the pump.